Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe did not actuate during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. Four opened probes were received with tip protectors, in bubble bags and pouches, for evaluation. Sample #1 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. Sample #2 was visually inspected and found the be non-conforming with clear foreign material on the probe needle and around the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was found non-conforming for cut. Sample #2 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and on other location along the inner cutter. Sample #3 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. Sample #4 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did not confirm that any of the four returned probes had actuation failures. The evaluation indicated that one of the returned probes (sample #2) had a cut failure. The most likely cause for the cut failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can decrease the quality of the cut performed by the probe. How and when the inner cutter of the probe became damaged/worn cannot be determined form this evaluation. The evaluation did not confirm actuation failures on any of the four returned probes and the exact root cause for the observed cut failure cannot be determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).